Event description:
It was reported the patient's ipg pocket incision opened up and the ipg was exposed. Examination of the pocket site revealed the staples had been pulled out. As a result, the doctor decided to explant the patient's scs system.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.